Manufacturer narrative:
The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim display issue. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris syringe module is typically used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had dim segment on the led display. (Syr). There was no patient involvement.